Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully started their sensor session after cts walked them through a pump reset, and the error code did not appear again.